Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hemicolectomy with laterolateral anastomosis procedure, the device performed as usual. Postoperatively, the staple line did not hold or opened up (dehiscence). The patient experienced extended hospitalization for 8 days and was admitted to the intensive care unit. Plans to re-operate on the patient were made, but it was not possible. The patient outcome was death, with the cause of death currently unknown.

Event description:
It was reported that during a hemicolectomy with laterolateral anastomosis procedure, the device performed as usual. Postoperatively, the staple line did not hold or opened up (dehiscence). The patient experienced extended hospitalization for 8 days and was admitted to the intensive care unit. Plans to re-operate on the patient were made, but it was not possible. The patient outcome was death, with the cause as fistula in the 6dpo, with reapproach for fecal peritonitis, progressing with septicemia and death.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.